Event description:
It was reported that during cardiopulmonary bypass surgery, the service light blink on and off and the tcm gave an alarm. The product was changed out and the surgery was completed successfully. No pt injury was reported.

Manufacturer narrative:
The field service representative replaced the a/d timer board and returned the board to the manufacturer for evaluation. The system was returned to the customer and operated as intended. The complaint was not duplicated during lab testing of the board. This report is being submitted to the FDA as a result of a retrospective review of product complaints.